Event description:
It was reported by the affiliate that during an unknown procedure, the jaw could not be closed after firing. Then the surgeon pressed the release button, but the clip could not be open. Changed another one to complete the procedure. There were no adverse consequences for the patient. (B)(4).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.